Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2019: baclofen with concentration 3,000 mcg/ml at a dose rate of 1,674.7 mcg/day, and clonidine with concentration 300 mcg/ml at a dose rate of 167.47 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were received for analysis.

Manufacturer narrative:
The pump and catheter were returned and no significant anomalies were identified. Product ID 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 3000 mcg/ml of compounded baclofen at 1675 mcg/day via an implantable pump. The indication for use was not provided. It was reported the patient had an infection at the pump pocket site and experienced an open wound and drainage. There were no known environmental/external/patient factors. No diagnostics were performed other than visual assessment. The pump was replaced on (B)(6) 2019 and the new pump was relocated to the opposite side the patient's abdomen (left side). The patient's catheter was revised at this time as well. A new 8596sc catheter was implanted and the patient's 8709 catheter was modified to include the 8596sc catheter. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.